Manufacturer narrative:
Evaluation summary; quality assurance analysis of the returned device revealed that the stent was returned with the seal end of anothr company's sheath introducer. The sheath introducer had been cut apart and split open at the seal. The stent had damage on both ends. Quality engineering was unable to determine a root cause for this complaint. It is likely that the stent was snagged on a calcium shelf in the vessel, causing the stent to loosen on its balloon, thus facilitating separation from the delivery system. The damage seen on the returned stent was likely cuased by the snaring activity. As part of co's quality process all stent delivery system devices are inspected on-line to ensure that each stent is securely mounted on its balloon. A review of the device manufacturing records did not reveal any non-conformities, which could have contributed to this complaint. Quality engineering has concluded that no corrective action is warranted. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that after predilating an lad lesion, the delivery system would not cross through the left main due to a calcium shelf. The delivery system was removed per the IFU. During the removal process the stent was lost off the delivery system in the sheath. An attempt to retrieve the stent from the sheath first with a snare device, actually pushed the stent distally in the sheath. A small balloon was then used to drag the stent proximally through the sheath, but it would not come through the valve. The sheath was removed. Pressure and a c-clamp was placed over the femoral artery and a hematoma resulted. Since the lesion had been dilated, it was decided to end the procedure at that time. Intervention will only be attempted again if symptoms reappear.